Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported two weeks following a distal femoral osteotomy procedure, locking screws were have found to be loose. Patient has not undergone or been scheduled for a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. H6 updated: method 4114 and 4118. H6 updated results 3221. H6 updated conclusion 4315. Two x-rays were reviewed for this reported issue, one intra-operatively and one two weeks post operatively. In the two week post-op radiograph, at least two of the distal locking screws have disengaged from the plate. The screw heads are noted to not be seated within the screw holes on the plate. The risk management review found the risk to be appropriate. Root cause could not be determined with the information provided.